Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a gastric embolization treatment procedure, a coil detached in an unintended location. The target lesion was located in the right gastric artery. Another manufacturers 6f sheath and 2.4f catheter accessed the gastric artery. This 2d 5mm x 15cm f-idc coil did not completely deploy. The physician pulled back and it still would not deploy. It was then realized that the coil became detached in the catheter. The catheter was pulled back and the f-idc coil deployed in hepatic vessel. A wire was inserted across the deployed coil and a 4x15 express stent pushed the coil into the correct location and was deployed in the hepatic. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.